Event description:
As reported, on a survey for a cordis powerflex pro percutaneous transluminal angioplasty (pta) catheter, respondent #6 stated that residual stenosis greater than 30% was observed post-procedure, noting that sometimes the stenosis is too hard. The procedure was not completed successfully. There was unsuccessful crossing, introduction, inflation, deflation and burst with the balloon catheter. The respondent also reported that sometimes there are too many lesions to treat and that restenosis occurred within three weeks after treatment. The device will not be returned for evaluation.

Manufacturer narrative:
Please be advised that this complaint originates from a double-blind survey. Therefore, information available (i.e. Lot, catalog, site, etc.) Is very limited. The date of the incident is unknown. Complaint conclusion: as reported, on a survey for a cordis powerflex pro percutaneous transluminal angioplasty (pta) catheter, respondent #6 stated that residual stenosis greater than 30% was observed post-procedure, noting that sometimes the stenosis is too hard. The procedure was not completed successfully. There was unsuccessful crossing, introduction, inflation, deflation and burst with the balloon catheter. The respondent also reported that sometimes there are too many lesions to treat and that restenosis occurred within three weeks after treatment. The device was not returned for analysis, and no lot or catalog information was provided. Since no lot number was provided, a product history record (phr) review could not be generated. The events reported from the survey include ¿balloon burst, pta/ptca system failure to cross, pta/ptca system impeded, balloon inflation and deflation difficulty, device ineffective, and in-stent arterial restenosis.¿ these events cannot be verified as the device was not returned for evaluation, and only limited information was provided in the survey response. Without return of the device for analysis and without lot or catalog details, it is not possible to confirm that these failures occurred or to investigate potential contributing factors. Given the nature of survey feedback, the information provided is inherently limited and often lacks the clinical or technical detail necessary for a robust investigation. It is important that complaints are reported at the time they occur through proper complaint reporting channels, rather than through retrospective surveys, to ensure accuracy, traceability, and thorough evaluation. According to the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon. If strong resistance is met during advancement or withdrawal of the catheter, discontinue movement and determine the cause of resistance before proceeding. Deflate the balloon by pulling vacuum on the inflation syringe or inflation device. Remove the vacuum (do not apply pressure) and carefully withdraw and remove the catheter. Note: gentle counterclockwise rotation of the balloon may ease withdrawal from the sheath or from the percutaneous entry site. If the balloon cannot be withdrawn through the sheath, withdraw the catheter and sheath as a unit. If the cause of resistance cannot be determined, withdraw the entire system. If resistance is met during manipulation, determine the cause of the resistance before proceeding.¿ the information available does not suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.